Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: product not received. 1 device: product disposition is not yet determined. Additional information: 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 2 events for the failure: activation failure. 2 events had no health consequences or impact.